Event description:
It was reported that the maestro drill had a damaged hose during testing at the user facility. It was sent to the manufacturer for failure analysis, where it was reported that there was a hole in the hose and that the device was running while in safe mode. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were alleged with this event.

Manufacturer narrative:
During failure analysis, the reported event of a hole in the hose of the device was confirmed. The hose of the device can fail due to mechanical damage to the hose material during use. In addition, the event of the device running in safe mode was confirmed. The device had a worn o-ring on the needle valve. Damage to the o-ring can cause the needle valve to leak. This will lead to loss of air flow regulation causing the device to run in safe mode.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Evaluation in progress.

Event description:
It was reported that the maestro drill had a damaged hose during testing at the user facility. It was sent to the manufacturer for failure analysis, where it was reported that there was a hole in the hose and that the device was running while in safe mode. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were alleged with this event.